Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the evening of (B)(6) 2012 the patient obtained a "replace battery" alarm on the pump. The patient replaced the battery but had difficulty programming the pump for the correct battery type. The patient noted the pump displayed that there was 0.0 units insulin remaining in the cartridge. The patient went to bed without setting the correct battery type or filling and priming the cartridge and pump with insulin. On (B)(6) 2012, the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl). At that time the patient experienced no symptoms of high or low blood glucose levels. During the troubleshooting telephone call with customer support, the patient was able to reset the pump and prime it, and took a correcting bolus of insulin. Her subsequent blood glucose reading was 517 mg/dl. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not filling the cartridge, priming the pump, and resetting the battery type in the settings. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/15/2014 with the following results: no power issues observed in black box. Black box and histories for the event on (B)(4) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width within specifications. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. Pump passed delivery accuracy test and found to be delivering within the required specifications. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.